Manufacturer narrative:
Continuation of d10: product ID 3708140, lot/serial# (B)(6), product type extension, product ID 3708140, lot/serial# (B)(6), product type extension correction g4 previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708140, serial# (B)(6), product type extension product ID 3708140, serial# (B)(6), product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6), ubd: 23-apr-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(6), ubd: 24-apr-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt reported they don't feel stimulation on one of their "settings" and also received call clinician message. The call was disconnected before ps could gather any other information. Ps attempted to call pt back but was unable to reach them. Pt said their group a was not working for them, pt said it showed their stimulation was on, but they could not feel it. Pt said they were in a lot of pain and when they went to turn up their stimulation, they reiterated that they had a code come up on their patient programmer with a doctor and xxx, (the call clinician screen). Pt said they could change their stimulation groups to b and c but when they tried to change it back to a, the call clinician screen would appear. Pss redirected pt back to their hcp for further troubleshooting and possible reprogramming. Pss also sent pt physician listings. Pt said they just saw this screen today (event date valid: (B)(6) 2021). Caller was redirected to the healthcare provider (hcp). On (B)(6) 2021, additional information received. Pt reiterated some details of the case. Pt had connected with hcp who put pt in contact with manufacturer representative (rep). Pt had been in contact with reps. Cannot schedule an appointment with pt until (B)(6) 2021. Pt had communicated with both reps via text message. Pt wanted to know if any rep. In their area could meet with them prior to 2 august. Patient services specialist sent an email to the reps in the local area. Patient schedule with rep 7/28. On 2021-08-06, the patient stated that the cause of the issue was broken extension wires. They switched to other wires and the issue was resolved.